Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g23 that has a similar product distributed in the us, list number 4p54.

Event description:
The customer stated that a (B)(6) architect (B)(6) result of 3.87 s/co was generated for a female patient on (B)(6) 2017. Repeat testing was (B)(6) with the same reagent lot (68341fn00) and nonreactive using a different reagent lot (72388fn00). (B)(6) confirmatory testing confirmed the (B)(6) result (103% neutralization). (B)(6) was 10.10 miu/ml. (B)(6) was (B)(6). The customer suspects the architect (B)(6) results to be (B)(6). (B)(6) testing is in process. No adverse impact to patient management was reported.

Manufacturer narrative:
No customer returns were available. Investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Testing of panels which (B)(6) patient samples using in-house retained kits stored at the recommended storage condition was performed; all specifications were met indicating that the lot is performing acceptably. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.